Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the high thresholds occurred and the helix was not deploying. Rv lead was explanted and replaced. No patient complications have been reported as a result of this event.